Manufacturer narrative:
Code 22 - updated statement for this code. Code 22 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: stent graft infection.

Manufacturer narrative:
Code 22 - updated statement for this code: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis infection.

Manufacturer narrative:
B7: completed patient history. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: device infection.

Event description:
The following information was received by gore: on (B)(6) 2013, this patient underwent an open surgical procedure for a type a thoracic aortic dissection. Reportedly, the patient had also undergone previous open surgery for abdominal aneurysm as well thoracic aneurysm repairs. On (B)(6) 2014, an endovascular re-intervention was performed and the patient was treated with a conformable gore® tag® thoracic endoprosthesis in zone 0 of the ascending aorta. Pre-operatively, the maximum aneurysm diameter was found to measure 84 mm. With an onset date of (B)(6) 2016, the patient was diagnosed with streptococcus sanguinis bacteremia on the grounds of a suspected spondylodesis infection at the level of the fifth lumbar and the first sacral vertebra, likewise resulting in an infection of the implanted thoracic endoprosthesis. On (B)(6) 2016, the patient was reported to have entered antibiotic medication therapy to treat the infection. On (B)(6) 2016, the patient's molar tooth number 36 in the lower left chaw was removed due to an inflammation in the periapical region. On (B)(6) 2018, follow-up positron emission tomography imaging identified an aneurysm diameter of 40 mm.